Event description:
I got lasik eye surgery on (B)(6) 2018. Immediately after surgery on the way to the car I knew something wasn 't right. I was consumed my pain, needed to go to emergency room and ended up with a severe migraine. Ever since surgery I can't drive with any sun out because I can't open my eyes in the sun without immediate pain and watering during my vision. It hurts too much to even keep them open for more than a second and when I'm in the dark and putting the eye drops or just doing normal things, I am in pain. My eyes feel like they're burning. They water and hurt sometimes with more intense feelings in some moments than others. When laying down it hurts worse, I don't know why, and I have to constantly blink. My head hurts more than usual with this happening and it affects my work and my daily activities and energy severely. Not even advil or ibuprofen helps.